Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a clear blob of what seems to be silicone lubricant on the black plunger and top of the barrel. The following information was provided by the initial reporter: there is a clear blob of what seems to be silicone lubricant on the black plunger and top of the barrel. The white stuff is just propofol which was drawn into the syringe before the contaminant was noticed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-nov-2022. One sample along with photos were provided to our quality team for investigation. Through visual inspection, silicone can be observed inside the syringe. A device history review was performed for reported lot 2112030, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and verified to be within required limits. Testing was performed on the returned sample and results were found to be above specification, confirming the reported incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the silicone was likely visible due to issues with the sprayer that doses the silicone. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had a clear blob of what seems to be silicone lubricant on the black plunger and top of the barrel. The following information was provided by the initial reporter: there is a clear blob of what seems to be silicone lubricant on the black plunger and top of the barrel. The white stuff is just propofol which was drawn into the syringe before the contaminant was noticed.